Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (PTCD) catheter placement procedure using the Navarre Universal Drainage Catheter. Post the procedure on (b)(6) 2026, it was reported that leakage was observed from a small hole in the Sure-Lok component. To complete the procedure, the affected drainage catheter was replaced with a new drainage catheter. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria.Investigation Summary: Although the physical device was not returned for evaluation, three electronic photos were provided for review. The first photo shows an internal view of the catheter connector. No visible evidence of leakage can be confirmed from the provided photo. The second photo shows a partial view of the catheter connector assembly. A thread-like fiber and a visible fluid droplet can be observed near the connector area. However, due to the unclear photo quality and limited visibility, leakage cannot be confirmed from the provided photo. The third photo shows a partial view of two drainage catheters. In the first catheter, which is connected to a syringe, a crack is visible on the catheter hub. In the second catheter, complete material separation is noted at the hub region, and the separated fracture piece appears to be missing. Therefore, the investigation is confirmed for the reported fluid leak issue in the second and third devices. The investigation is also confirmed for the identified fracture and material separation issues in the third device, based on the visible crack and complete material separation at the hub region. The definitive root cause could not be determined based upon available information.Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, G3, H6 (Device, Method, Result, Conclusion). Section A through F: The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.